Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010.after stent deployment, when the delivery system was removed from the patient, the physician noted the guide catheter was not attached to the device. Fluoroscopy confirmed the guide catheter remained in the patient. The guide catheter and stent were removed with a snare. The procedure was completed with another rapid exchange biliary stent system. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found that the distal end of the push catheter of the device was kinked. The guide catheter was torn and separated from the pullwire. The guide catheter was also found to be kinked at the distal end. The pullwire was removed from the ramp window, and the welded cannula joint had no damage. The pullwire was bent at the proximal end. The positive cannula stop was found to be shifted from its location on the back of the pull wire, likely due to force exerted by the customer. The cap at the proximal end of the push catheter was not glued to the flow switch. The stent was removed from the guide catheter and found to be bent/deformed. Based on the condition of the device and the details of the event, the most probable root cause is operational context. The device history record review confirms that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. After stent deployment, when the delivery system was removed from the patient, the physician noted the guide catheter was not attached to the device. Fluoroscopy confirmed the guide catheter remained in the patient. The guide catheter and stent were removed with a snare. The procedure was completed with another rapid exchange biliary stent system. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) - no code available (therapy/non-surgical treatment, additional).the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.